Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the device exhibits wear & tear that indicates successful use during a potential field age of approximately 3 years 7 months. The blue plastic sleeve is cracked. The device will no longer function as intended. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery or staff found that the inserter was cracked. No patient involvement. No further information is available.